Event description:
The customer reported the insulin pump does not have an audible tone or vibrate. Troubleshooting was performed. The audible tone could not be heard and the device did not vibrate either.

Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone due to broken transducer wire in the circuit board. However, the vibrator functioned properly.